Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a valve, and they continued to remain symptomatic. According to the report, the patient required repeat revision two days later with replacement of the valve and catheter for malfunction. The system was tested with a manometer intraoperatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.